Event description:
A journal article was reviewed which contained information regarding these leads. It was reported that the right ventricular lead was fractured and had migrated. Both leads were explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: high-risk lead removal by planned sequential transvenous laser extraction and minimally invasive right thoracotomy. Journal of cardiovascular electrophysiology. 2014;25(6):617-621. An email was sent to the author requesting additional information, with no reply as of yet. (B)(4).